Event description:
It was reported that the customer experienced elevated blood glucose levels (323 mg/dl) troubleshooting was performed and pump passed delivery system check. Customer took a manual injection to stabilize his blood glucose level.

Manufacturer narrative:
No product was returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.